Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was a stimulation in undesired location. The stimulation usually hit the bottom of the back l4.5 but because of a fall stimulation was hitting everywhere but there. The patient requested reprogramming with the manufacturer representative (rep). The patient had an appointment with their doctor on friday. Other relevant medical history includes non-malignant pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.